Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl. The customer also reported a loss of communication issue between the insulin pump and transmitter. The customer reported damage to the insulin pump. The customer also reported low/short battery life on the insulin pump. The customer reported the insulin pump ran out of power for about 14 hours. The event involved product(s) mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a, mmt-242a & mmt-7715. Troubleshooting was declined for the high blood glucose value but found the customer was treated with the insulin pump. Troubleshooting was done for the loss of communication issue and found it was resolved. Troubleshooting was done for the damage issue and found the damage was on screen/display window cover and the battery tube side case, with cracks and peeling. The damage affected the insulin pump's functionality. Troubleshooting was partially done for the short battery life of the insulin pump. Troubleshooting was also done for the transmitter charging and found the charger was working as expected. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. Mmt-1884 will be returned for analysis. The product(s) mmt-332a, mmt-7841zn, mmt-7040a, mmt-242a & mmt-7715 will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter (gt-7919860n) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored for two (2) days while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 54 received the lowbatteryalert (104) on 08/10/2025 22:32:00 faster than expected at 0.83 days. Battery cycle 43 received the lowbatteryalert (104) on 07/17/2025 18:52:35 faster than expected at 3.92 days. Battery cycle 20 received the lowbatteryalert (104) on 07/06/2025 10:46:00 faster than expected at 4.59 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, peeling keypad overlay, keypad overlay texture damage, missing display window cover, broken belt clip rails, missing serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. High bg anomaly is not confirmed. Loss of pump to transmitter communication is not confirmed. Cracked battery compartment and battery tube threads are confirmed. Missing display window cover and peeling keypad overlay are confirmed. Battery last less than expected (low battery life) and unexpected battery power loss is confirmed due to moisture damage on the hardware. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.